Event description:
The service report shows ventilator the customer reported that the 840 ventilator lost communications. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).